Manufacturer narrative:
Date of event and operator of device are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a repeated primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found crack on both front corners of top case also crack on right plunger case and battery door. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was not duplicated at power up. The investigation was unable to determine the intermittent of the error. The reported problem was not confirmed, and the cause was undetermined/no fault found as no physical or any other damaged was found on speaker. For corrective/preventative action the speaker was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d4: model number: 4000.